Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred and a pericardiocentesis was performed to stabilize the patient. It was noted on ensitex that there were regions he could not reach with the ablation catheter, but during model collection with advisor fl he had reached these locations. The patient became hypotensive and an echocardiogram revealed a pericardial effusion at the anterior / apical side of the heart. A pericardiocentesis was performed to stabilize the patient. At time the event was noticed, all veins had been isolated and the procedure was finished successfully. There were no performance issues with the abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.